Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2014. Patient came in emergently after falling with back and abdominal pain. Computed tomography (CT) showed a unknown endoleak. The physician confirmed a type 3b endoleak and elected to implant an additional suprarenal aortic extension and an infrarenal aortic extension to seal the leak. The patient is stable.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was not able to confirm the type 3b endoleak. Additionally there was evidence to reasonably support the following observations; one month post initial implant patient had thrombus and non flow limiting stenosis in the left common iliac artery. The clinical assessment was based on no medical records and sub-optimal patient images. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not returned for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; patient anatomy and the presence of calcification in the bifurcation and iliac arteries.